Event description:
According to operators of the 310b, it just suddenly "powered down" during pt treatment. "All the lights on the vent went off". The pt was placed on another 3100b without compromise.